Event description:
Boston scientific (bsc) crm received info that this dextrus right ventricular lead had dislodged. The lead was successfully repositioned and remains actively implanted. This issue will be re-evaluated if additional details are received.